Event description:
It was reported that there was no image on the monitor. No adverse patient involvement was reported. No further patient information available.

Manufacturer narrative:
The ge service representative performed an on site investigation. The malfunction was verified. Replaced damaged connector. The system was tested and found to be working as intended and placed back into service.